Event description:
While priming the set, a chemotherapeutic, drug (5fu) poured out og the tubing proximal to the cassette. The leakage occurred when the set/container was inverted after the bag containing 5fu was spiked with the set. The drug splashed onto the nurse's face, her uniform, the floor, and the pump, but none touched the pt. The nurse did nto go to employee health but rather washed her face, changed her uniform, and followed the procedure/protocol, for a 5fu spill. No ill effects were sustained by anyone.